Event description:
Initial report received in 2007, from a retired nurse who is also the consumer: this spontaneous case involves a female who received treatment with injectable poly-l-lactic acid (sculptra) from a nurse on an unspecified date about 1 year ago for cosmetic purposes. Poly-l-lactic acid was injected around the eye for a depression. After the first treatment, approximately 1 year ago, she experienced hard nodules and was advised to rub the area. She continued to receive an additional 3-4 treatments to fill in the areas. After a treatment around 2006, the nodules worsened and continued to get harder underneath the eyelid and on the lateral side of the eyes. No corrective treatment was provided. In 2007, the treating nurse tried injecting a diluted concentration of poly-l-lactic acid. In 2007, a plastic surgeon performed blepharoplasty but couldn't get the nodules out. The lumps under her eyes are ongoing. Lot number and expiration date were not provided. Medical history included a "bad heart valve" and hypertension. No further medical information was provided.